Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Therefore, the reported event was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In troubleshooting, the customer was advised to set the video resolution from 1080p to 1080i. After applying the changes, the image appeared on the provation monitor and the issue was resolved. No further assistance was required. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported, the video system center had no image on provation. The sales representative was onsite tested the cable with cv-190 and the issue was resolved. It is unknown when the issue was observed and there were no reports of patient injury or harm.